Manufacturer narrative:
This is the initial report submitted regarding this surgical event and medical device.

Event description:
Post-op complication - shoulder surgery. Disengagement of central screw in sphere. Complete dissociation of glenoidsphere/baseplate components. Patient could have possibly fallen but "can't remember". Sphere screw threads appear to be damaged.